Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the chronic total occlusion of the superficial femoral artery (sfa). A starter guidewire was advanced to cross the lesion. Subsequently, a 4.0 x100, 135cm charger balloon catheter was selected for use and advanced for dilation. However, while in the subintimal space, the balloon became stuck on the wire. The physician had to pull the wire and the balloon out of the case and the procedure was not completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a 0.035 inch guidewire inserted. The guidewire was able to be removed from the device without issue. During the product analysis, a test 0.035 inch guidewire was inserted through the device without issue. A visual and tactile examination found no kinks or other damage along the length of the catheter. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the chronic total occlusion of the superficial femoral artery (sfa). A starter¿ guidewire was advanced to cross the lesion. Subsequently, a 4.0 x100, 135cm charger¿ balloon catheter was selected for use and advanced for dilation. However, while in the subintimal space, the balloon became stuck on the wire. The physician had to pull the wire and the balloon out of the case and the procedure was not completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the chronic total occlusion of the superficial femoral artery (sfa). A starter¿ guidewire was advanced to cross the lesion. Subsequently, a 4.0 x100, 135cm charger¿ balloon catheter was selected for use and advanced for dilation. However, while in the subintimal space, the balloon became stuck on the wire. The physician had to pull the wire and the balloon out of the case and the procedure was not completed. No patient complications were reported and the patient's status was fine.